Manufacturer narrative:
This report is being submitted to correct b1 and b2 captured under ff-up report #1. Upon further review, the report type has been updated accordingly to accurately reflect the appropriate reportable event category based on the new information. Corrected information was provided in d2a. Upon review, the common device name has been updated. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the placement signal issue was unable to be determined since product was not returned and insufficient data logs were available. Thromboembolism / pdi: the cause of the injury was unable to be determined due to insufficient clinical details. Cerebrovascular accident / pdi: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Information from clinical narrative reports an impella 5.5 was inserted via left subclavian access site in a 53 year old male for new onset cardiomyopathy. The patient¿s comorbidities were unspecified. The patient¿s clinical state prior to initiation of support was reported as a scai shock stage a. While on support in intensive care unit (ICU) it was reported the automated impella controller had a placement signal unreliable alarm that was unable to be resolved despite recommended troubleshooting. Echocardiographic imaging performed frequently and confirmed continued proper placement of impella 5.5 device. The impella 5.5 device was noted to be in place for longer than 30 days at time of explant. During the planned explant/escalation from impella 5.5 device to durable left ventricular assist device (lvad), it was noted that a large fibrin-like clot was in the left ventricle. The lvad procedure proceeded and at the completion of the surgery, the patient was noted to have a ischemic cerebral vascular accident. The physican stated that the prolonged duration of impella 5.5 support may have contributed to the outcome. It was noted patient survived at explant.

Manufacturer narrative:
B5. Additional event description added. D4. Serial and primary UDI number corrected. D6b. Explantation day, month and year added. H6. Health effect - impact code f26 no health consequences or impact was removed and replaced with f19 surgical intervention. H6. Health effect - clinical codes and medical device problem code added according to updated clinical review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient who was transferred to (B)(6) medical center on (B)(6) after introduction of 5.5 for drug-resistant severe heart failure (B)(6) hospital on (B)(6). Signal for position detection is not stable on (B)(6). Alarm went off, and contact call center saying position waveform stopped coming up. Before that, there was a low signal limit alarm for position sensing signal. There was no problem driving the pump, and the pump position was confirmed by echo and fluoroscopy. The patient's condition is stable. It has been used for more than 30 days, and the cause is thought to be the period of use. Caution for long-term use has been carried out. Additional information reported that the alarm is still active. No countermeasures have been taken for the alarm. Pump location is being checked regularly using echo detection, etc. Clinical-rep will request the dr. To collect device after completing support. There was no patient harm and the patient remains on support.